Manufacturer narrative:
Complaint no: (B)(4). The patient experienced the peritonitis on an unknown date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be performing therapy with a minicap in which the sponge had separated from the cap (no further details were provided). On an unknown date in the same month as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin and ceftazidime (dose, frequency and route not reported). On an unknown date in the same year as onset, the patient was retrained in proper aseptic technique. On an unknown date, the patient was discharged from the hospital. It was reported that, the peritonitis was resolving and the patient was recovering from this event of peritonitis. At the time of this report, dianeal therapies were ongoing. No additional information is available.